Event description:
It was reported the patient¿s implantable neurostimulator (ins) seemed to be moving and ¿getting closer to the surface.¿ in the past week one corner was tender to the touch. It was noted the patient¿s therapy had not changed and ¿things seemed to be working fine.¿ the patient was ¿uncomfortable at the pocket site.¿ it was noted the patient had a doctor¿s appointment scheduled (B)(6) 2013. Additional information received two days later reported the patient saw her physician and he recommended waiting because the patient had only had the pain one week. The patient was to follow up with her physician if anything worsened.

Manufacturer narrative:
Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3986a70, lot# n266627, implanted: (B)(6) 2011, product type: lead. (B)(4).